Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported that, the customer received with air bubble anomaly. The blood glucose was 234 mg/dl at the time of the incident. The current blood glucose was 293 mg/dl. The customer also reported high blood glucose with under delivery. Customer has tried bolus and manual injection to treat. Based on customer report customer does not allege pump was under delivering. Customer reported that, few air large air bubbles were present in the reservoir. Approximate size of air bubbles is about the size of thumb nail, also seems like there is no insulin in a large section of the tubing. Air bubbles were noticed by customer during high blood glucose troubleshooting. The large air bubbles arranged throughout the tubing. Troubleshooting was continued for high blood glucose. The reservoir will not be returned for analysis.